Event description:
As reported, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer attempted troubleshooting by replacing the lifeband and the autopulse li-ion battery, but the ua persisted. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) "displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the initial functional testing and archive data review. The root cause of the (ua) 07 was due to the failed load cell module. The cracked front enclosure and defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, observed a cracked front enclosure, likely attributed to user mishandling, such as a drop. The bottom enclosure was replaced to remedy the problem. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed that load cell module 1 was exceeding normal parameters and was replaced to remedy the (ua) 07 error. In addition, unrelated to the reported complaint, the sounder was making an unusual sound during device testing. The defective sounder cable was replaced to resolve the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).